Manufacturer narrative:
Follow-up received on 07-set-2016. Quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 718 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report received via regulatory authority refers to an (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen. Essure devices and fallopian tubes were removed 8 years and six months after placement. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since device removal was required, this case is regarded as incident. Other non-serious events were reported. Technical analysis concluded as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further information can be obtained.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 18-apr-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. The consumer's medical history included suspected nickel allergy. On (B)(6) 2007 essure (fallopian tube occlusion insert) was inserted. It was reported that she had complications of device insertion; only one essure microinsert was placed into fallopian tubes (had to be inserted in two times). Hysterosalpingogram and ecography were done but results were not provided. Blood tests were also done and revealed low hb. On an unspecified date the consumer experienced pain in abdomen, itching skin, allergic complaints in eyes, increase or heavy blood loss during menstruation for 18 days /heavier menstruation, problems urinating, pain during coitus, pain in leg/arms, pain in head, lower back pain, pain in buttocks, arthralgia, dizziness, tiredness, insomnia, memory loss, problem concentrating, brain fog, swollen abdomen, stiff when getting up, high blood pressure, fluid retention, low hb and fibromyalgia. The influence of essure in her daily life included problems with movements , work-related problems and relation and/or family problems she contacted a doctor and received medication as treatment. On (B)(6) 2016, essure and fallopian tubes were removed. Outcome was reported as recovering/resolving. Company causality comment: this spontaneous case report received via regulatory authority refers to an (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain in abdomen. Essure devices and fallopian tubes were removed 8 years and six months after placement. This event is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since device removal was required, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested. No further information can be obtained.